Manufacturer narrative:
Visual assessment of the device confirmed the reported breakage. The upper jaw has broken off. Upper jaw was not returned. The shaft is bent downward. The outer sheath where the upper jaw interfaces when opened is deformed/bent consistent with over torqueing. The condition of the device is consistent with excessive force being applied during use. Per the IFU under ¿precautions- as with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure.¿ no root cause related to the manufacture of the device can be established. No further investigation is required at this time.

Event description:
It was reported that during a rotator cuff repair using an elite pass long bite with ratchet, it was reported that the top jaw broke. The broken piece was removed from the surgical site and the procedure was completed successfully. There were no patient complications reported as a result of this event.